Event description:
Reference number (B)(4). Event occurred in the united states. On 21-june -2024, it was reported that the patient was hospitalized due to high blood glucose and diabetic coma. Patient's blood glucose level was found to 500mg/dl. Patient was treated with u-100 insulin lispro. No further information available.